Event description:
It was reported that a temperature alarm occurred while the pump was charging, although the pump was not exposed to extreme temperatures. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support decided to proceed with the return merchandise authorization for the pump.